Event description:
Procedure: low anterior resection. According to the reporter: during the case the staples did not form properly and the colorectum-anastomosis had to be sewed by hand. During the firing of the first reload an unusual noise occurred in the handle. The following two reloads also malfunctioned. Operative time was extended by more than 30 minutes. Staples fell into the patient cavity and were not removed. The case was changed from endoscopic to an open surgery.

Manufacturer narrative:
(B)(4).